Event description:
In 2004, the facility's nurse informed the MFR's clinical specialist of three (3) patients whose device(s) were explanted due to infections. This report regards the third (3rd) patient (ref. MDR#s 1225458-2004-00006, 00007, for the remianing two (2) reports). The report regarding this patient states the following: per the facility's nurse, the patient had a lung transplant and during the same hospital visit, the patient's valves were explanted (2002) possibly due to infection. The unit's staff was not sure if the infection was caused from the valves. New valves were implanted in 2002. The dialysis unit's charge nurse stated that they did not receive the info because the patient was sent home with hospice when discharged from the hosp. The patient expired at home in 2003. No further details were provided at this time.